Manufacturer narrative:
The device was returned to the MFR for investigation. Based on the quality investigation, the impreglon coating on the device was worn off. This condition could cause the device to not retain a pin.

Event description:
The device was sent in for repair with minimal info. During the repair process, it was determined that the device will not retain a pin.